Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified error message after 11 days of wearing the adc freestyle libre sensor. Customer further reported he experienced dizziness and subsequently lost consciousness. Customer had contact with the healthcare provider who obtained an unspecified reading on the hcp meter. Customer was diagnosed with hypoglycemia and reportedly treated with insulin shots. It should be noted that the treatment of insulin is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.